Event description:
It was reported that the plate broke after surgery. A revision surgery was required.

Manufacturer narrative:
Tech discussion with the surgeon determined that the breakage occurred due to pt non compliance. Therefore, the root cause of this event is pt related. As instructed by (B)(6) on (B)(6) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corp.